Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with damage) issue. It was alleged that the top of the battery cap was worn. The reporter was not able to provide further information during the initial complaint. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/20/2017 with the following findings: during investigation, the black box showed no evidence of a short battery life. The pump was returned with the battery cap stuck and difficult to remove. The battery cap coin slot was worn. The pump powered on with the returned battery cap. The battery cap was able to fully tighten. The battery compartment was found to be cracked. There was no evidence of contamination inside the battery compartment. The current draws were within specification. There was no evidence of moisture or loose components inside the pump. A "battery life" issue was not duplicated during investigation.